Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemi with partial omentectomy, the device misfired. Another device was opened and used to complete the case. There was no patient injury.